Event description:
I purchased contact lenses through (B)(4) the seller is (B)(4). The item name: magik colourful contact lens box holder container case soak storage eyecare kit gyl564 (20). The 20 packs of contact lens cases did not contain indications, directions for use, warnings, country of MFR or lot number. This is against FDA requirements for contact lens cases. (B)(4).